Manufacturer narrative:
A ge service representative performed an on site investigation. The software was installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system would not boot up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.